Event description:
It was reported that the patients ipg was causing pain. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: 7072235/7072237.